Manufacturer narrative:
Corrected data: this information was inadvertently left off of MFR. Report 01.

Event description:
The patient underwent generator replacement. The generator was received for analysis on (B)(4) 2014. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the generator was completed on (B)(6) 2014. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
On (B)(6) 2013, it was reported that this vns patient was referred for surgical re-positioning of the device. Follow-up showed that the procedure had been changed to a prophylactic generator revision due to length of implant. The patient was initially referred because the device had been moving upwards toward the skin (protruding). The cause for the protrusion was unknown. The surgical intervention was being taken to prevent infection or the generator coming out of the skin. Surgery is likely but has not taken place.